Event description:
Information received by medtronic indicates that the patient had a phrenic nerve injury post cryoablation procedure. Post procedure fluoroscopy demonstrates partial right hemidiaphragm injury. Not symptomatic and patient discharged on (B)(6) 2013.

Event description:
Information received by medtronic indicates that the patient had a phrenic nerve injury post cryoablation procedure. Post procedure fluoroscopy demonstrates partial right hemidiaphragm injury. Not symptomatic and patient discharged on (B)(6) 2013. Device 1 of 2, reference MFR report: 3002648230-2014-00003

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and showed system notice message #50003 ¿low pressure¿ at first injection with the catheter, most likely caused by a closed refrigerant tank. Bin files then show that at least 11 injections were performed with catheter 2af284 / 33271-45. Bin files also show that the catheter was replaced by a second catheter (model 2af234) and that at least 12 injections were performed with the second catheter (refer to reference MFR report: 3002648230-2014-00003). There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.